Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 16127826 is 10885403234439. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the distal luer that connects to the patient's IV site leaks during use. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of leak at connection could not be confirmed. A picture of a male luer lock shows a circle around the spin collar were it appeared the set leaked. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.